Manufacturer narrative:
Product has been returned. No screw head was returned with this shaft, therefore examination will be limited to the returned section of the screw. The returned shaft was examined under magnification and found no unusual wear or damage other than that surrounding the fracture surface. The fracture surface itself shows clear evidence of fatigue fracture, with crack lines propagation across the screw in a manner consistent with crack growth beginning at the thread root, with final brittle failure on the opposing thread. Additional mdrs associated with this event: 3025141-2017-00142 follow up 1: plate 1; 3025141-2017-00143 follow up 1: link screw; 3025141-2017-00144 follow up 1: plate 2; 3025141-2017-00145 follow up 1: screw 1; 3025141-2017-00146 follow up 1: screw 2; 3025141-2017-00147 follow up 1: screw 3; 3025141-2017-00148 follow up 1: screw 4; 3025141-2017-00149 follow up 1: screw 5; 3025141-2017-00150 follow up 1: screw 6; 3025141-2017-00151 follow up 1: screw 7; 3025141-2017-00152 follow up 1: screw 8; 3025141-2017-00153 follow up 1: screw 9; 3025141-2017-00175: screw 10.

Event description:
Acu-loc 2 vdr plates were implanted. At some point post op, one of the nine screws broke. The plates and screws were explanted. Two additional screws were returned.